Event description:
The facility reported a fail code 570. Information was not provided regarding whether or not the failure occurred during a pt infusion. Although baxter attempted to obtain information, details were not available regarding additional contact information, pt demographics, medication involved, or pump programming.